Event description:
The customer reported intermittent 12-lead ECG failures.

Manufacturer narrative:
The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.